Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing or in device's formatted history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported the main arm cannot communicate with the motor arm and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.